Event description:
As reported, there was no hooking of a 7f exoseal vascular closure device (vcd) while slowly pulling back after inserting the device into the unknown sheath. The indicator window did not change and manual compression was proceeded to be used to complete the procedure. There was no reported patient injury. The device was used after a percutaneous coronary intervention (pci) procedure. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, there was no hooking of a 7f exoseal vascular closure device (vcd) while slowly pulling back after inserting the device into the unknown sheath. The indicator window did not change and manual compression was proceeded to be used to complete the procedure. There was no reported patient injury. The device was used after a percutaneous coronary intervention (pci) procedure. Additional information was requested but not provided. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position and the indicator wire was found deployed, where no abnormal conditions were observed to be present on the indicator wire. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, a kink on the delivery shaft was noted 11 cm from the distal tip. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. Then, it was proceeded with the deployment lever fully depressed, achieving the indicator wire retraction and expected plug deployment. A high magnification evaluation was executed to evaluate the indicator wire loop - body. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the returned device. The device was successfully deployed with full window transition during the functional analysis. The indicator wire showed no anomalies. A kink was observed on the delivery shaft. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It is also possible that the kink on the shaft led to any deployment issues reported. In addition, it was reported that the wire would not catch the vessel wall. Due to the nature of this complaint, which is patient related, the cause cannot be determined since patient-related events cannot be duplicated in the lab. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.